Event description:
Account stated, they had three patient samples that initially gave high results that were lower when repeated. Sample one initial phosphorus 18.3 mg/dl, repeat 3.1 mg/dl. Sample two initial phosphorus 7.3 mg/dl, repeat 4.4 mg/dl. Sample three initial creatinine 3.1 mg/dl repeat 0.8 mg/dl. The incorrect results were not reported. The field service representative found the rinse mechanism was malfunctioning and repaired the instrument.